Manufacturer narrative:
Based on the information obtained at this time, it has been determined that this reported event was caused by user error. The customer reported that the nurse who was using the laparoscopic grasper believes the event was caused by how they manipulated the grasper. The customer also reported that the consensus of the surgeon and nurses in the room during the event was that the laparoscopic grasper touched the energized mcs allowing energy to travel up the grasper and to the patient's tissue. The da vinci xi user manual states: "warning: do not deliberately or unintentionally use one instrument to energize other endoscopic instruments. Energizing other endoscopic instruments may cause tissue damage inside or outside the field of view. This damage could occur at points near the tip or at the port site (cannula) of the energized instrument." An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The customer told the fse that they believe the reported event was caused by user error. The fse found no issues with the erbe nor did they observe any error codes. The fse found the patient side cart (psc) to also have no issues. The fse tested the erbe and e-100 with instruments and no issues were discovered. The fse completed system electrical tests. The system was tested and verified as ready for use. A review of the system logs for the procedure date of (B)(6) 2021 has been performed by a failure analysis engineer and no errors relevant to the reported event were observed. The instrument logs were pulled for the monopolar curved scissors instrument (pn: 470179-19 / sn: (B)(4)) used during this event. This instrument was used in a subsequent procedure with two uses remaining. There are no related complaints created for this instrument. No image or procedure video of the event were provided for review. This event is being reported due to the following conclusion: it was reported that a patient sustained a burn during a procedure as the monopolar curved scissors (mcs) instrument was being used while a third party laparoscopic grasper. As a result, an unknown amount of tissue was removed due to an unknown degree of burn.

Event description:
It was initially reported that during a da vinci-assisted ventral hernia repair procedure that a third-party laparoscopic instrument burned the patient. The instrument was reportedly plugged into the erbe for power and the procedure was completed robotically. The intuitive surgical inc. (Isi) clinical sale representative (csr) called technical support to report that during the procedure a monopolar curved scissors (mcs) instrument was being used while a third party laparoscopic grasper was in use and a burn occurred on the patient's left breast. On 04-august-2021, isi contacted the csr and additional information was obtained about the complaint: the csr was present during this procedure, but not at the time the reported burn occurred. The csr returned to the room after the burn occurred and learned the following information from the customer. The mcs instrument was being used to reduce the hernia while an unknown third party grasper instrument was holding tissue. The csr said both instruments were working in the same area, but it is unknown if they ever came into contact with each other. The site said they believe the mcs instrument sent energy through the grasper instrument and caused the burn on the patient¿s left breast on the skin. The surgeon did not diagnose the degree of the burn, but the tissue was excised and sutured over. The site reportedly inspected the mcs and the mcs tip cover accessory prior to use and after the event with no abnormalities noticed. The site confirmed with technical support that the grounding pad orientation was correct. The csr said the site made no allegations against any da vinci systems, products, or accessories to him and that they plan to continue using the mcs instrument used during this event. On (B)(6) 2021 the initial reporter, a biomedical engineer, was contacted and additional information was obtained about the complaint: the reporter was not present during the procedure but spoke to the nurses and surgeon of the case. The site was using an mcs near a karl storz grasper instrument. The nurse who was manipulating this grasper told the reporter that they believe the burn was caused by "user error" because they were "careless with the grasper." The surgeon and nurses in the room are reported to believe that this event was caused by the 3rd party grasper coming into contact with the mcs instrument and allowing the energy to travel up the grasper to the patient's skin. This reporter did not know if the surgeon or nurses in the room thought that a da vinci product caused/contributed to this event or if the degree of the burn was diagnosed.